Manufacturer narrative:
Other, other text: h6: event problem and evaluation codes: updated h10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device with damaged housing, scratched screen. The customer stated problem was not duplicated. Could not duplicate the "no disposable" alarms. Recalibrated upstream occlusion sensor and replaced downstream occlusion sensor as preventive measure. The cause of the reported problem could not be determined. A DHR review (device history review) was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review. This remediation MDR was generated under protocol b10009406, as a result of warning letter cms# 617147.

Event description:
It was reported the device was giving "no disposable" alarms. No adverse effects reported.

Manufacturer narrative:
Other, other text: returned device was received for evaluation. During the evaluation of the device the customer reported condition was not confirmed. No fault found. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.